Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 42 mg/dl (system 1) and 110 mg/dl (system 2). It is unknown if the results were obtained with the same vial of test strips. No adverse event reported. The lot number was not provided. The suspect device is not expected to be returned for evaluation.